Manufacturer narrative:
510k: this report is for two (2) unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a revision surgery for a finger fracture occurred on (B)(6) 2017 for unknown reasons. During the surgery, two (2) screw heads of variable angle (va) locking screws stripped intraoperatively during removal. The surgeon tried to use extract screw for removal, but he found the tip of extract screw was too large to grasp the screw head. The screws were able to be removed and the procedure was completed successfully. No surgical delay was noted. It was unknown if the patient was revised to new hardware. Patient status is unknown. The original surgical and implant date for the original finger fracture is unknown this is report 1 of 1 for (B)(4). This report is for two (2) unknown va locking screws.

Manufacturer narrative:
Additional narrative: initial reporter information updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.